Event description:
It was reported that doctor failed to fire staple while using on patient. Additional information states that the issue was resolved by using a different stapler. There was no patient harm or injury. The current status of the patient is unknown.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73b2200859 was manufactured on 02/28/2022 a total of (B)(4) pieces. Lot was released on 03/16/2022. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n (B)(4) visistat 35r 6/box lot# 73c2300249 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The returned sample did not have evidence of use as there was no biological material present on the device and the trigger was not engaged. The stapler was received with 35 staples left in the cover block. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. A device history record review was performed, and no relevant findings were identified. Additionally, the IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In conclusion, the reported complaint of "misfire/jamming-staples not firing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that doctor failed to fire staple while using on patient. Additional information states that the issue was resolved by using a different stapler. There was no patient harm or injury. The current status of the patient is unknown.